Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The facility reports patient #1 complained of thigh pains after coming out of surgery. Personnel in the operating room didn't think much of it and used the pump again. Then a second patient complained of thigh pain. A further investigation into the complaint found that the two patients had reported calf pain, no thigh pain, after surgical procedures that lasted less than 30 minutes. The same pump and type of garments (dvt10 calf length garments) were used on both patients. One patient required pain medication. (B)(4).